Event description:
It was reported that during the implant procedure, there was difficulty retracting the helix. There was also small p-wave measured through the analyzer. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching. Lead returned with the helix fully retracted. It was able to be extended but difficulty to retract. Visual analysis found lead stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. Electrical resistance and cross continuity test results were within specifications.